Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant malfunctioned due to engagement issues. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report. (B)(6).user:(B)(6) received date of the return product: (B)(6) 2020.

Event description:
Implant failed due to an osseointegration problem.